Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted the instruments had disrupted timing. One reload was received with disrupted timing. Microscopic inspection noted scratches in the reload inner tube. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. There were difficulties with loading the reload onto the handle. The reload fell into the cavity of the patient but was retrieved.